Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had counts to the sensing integrity counter (sic) and the lead was reprogrammed to unipolar. The lead was subsequently programmed off. No patient complications have been reported as a result of this event.